Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it passed per specifications with accurate readings.

Event description:
The customer reported the issues with sensors. Customer stated that there was discrepancy on sensor glucose readings versus blood glucose readings. The customer's blood glucose was at 195 mg/dl. The customer stated they received a calibration error and a low threshold suspend on their insulin pump. The customer also stated that their meter was 200 points off. The customer was assisted with trouble shooting and was educated on how the sensor glucose and blood glucose readings work on their insulin pump. The pump works as designed. No further information was provided.